Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, operating currents, self-test and off no power test. There was no battery out limit alarm. The pump had intermittent button response due to corroded keypad traces. The pump had moisture damage at the motor and electronic assembly. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the pump was dropped in the toilet. The customer stated that the pump would not let her go past the time/date setup. She placed new batteries but the pump alarmed battery out limit and she was not able to clear it. The battery was out for over an hour. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.